Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet system with a g7 sensor, including a documented low of 72 mg/dl lasting about 20 minutes, provided device reports reflected episodes of hyperglycemia in addition to hypoglycemia. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint intake review, user education and troubleshooting on low glucose correction, and scheduling of additional training to review therapy options and consider a reset. Investigation of this case revealed no device alarms and no device malfunction identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.